Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer stated the display was not blank less than 30 seconds. Customer stated battery compartment was neither damaged nor corroded. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.